Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced air in supply line of an amia cassette without an alarm. This occurred during dwell four of four of peritoneal dialysis therapy. The patient was connected at the time of the event. The patient observed that there was air in the supply bag line. Renal therapy services advised to notify the registered nurse regarding air in line and incomplete therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.